Event description:
Arrow - multi lumen cvc - during central line placement the guidewire bent and made the placement difficult. Placement was subsequently successful after three attempts. FDA safety report ID# (B)(4).